Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Post cleaning the turbohawk was re-inserted to perform more atherectomy but would not pack after first pass. The device was removed and the procedure was completed with a new device. No patient injury reported. The device was examined and no damage or anomalies were observed upon initial inspection. Dried blood was visible throughout distal assembly. The distal assembly was inspected under microscope and found damaged to at least one coil segment and the tecothane tubing was torn. Testing/findings: the cutter head was advanced, but could not pass the damaged segment of the distal assembly. Under microscope the cutter is protrudes from the coil housing at the point where it no longer advances.